Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -9.9%. There was no reported adverse event.

Manufacturer narrative:
Other, correction- no patient involvement. Issue found during testing.

Event description:
Event occurred while testing. No patient involvement.

Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received in good condition. There was no evidence of the reported issue regarding failed accuracy was unable to be confirmed. However, delivery accuracy testing on the pump supports the complaint. Delivery accuracy testing found the pump's average delivery error to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. The pump's expulsor will be replaced as a preventive measure. There was no fault found with the returned pump.